Manufacturer narrative:
D2a, d3 and d4: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient's pump was leaking from the connector and there was white power on the pump and bag. They were instructed to put the pump in a chemo spill bag. The pump was powered off, clamp tubing, and they were educated on chemo spill protocol. The medication used was 5fu. The leak for this time and the previous leak occurred at the same place where the extension set and swivel piece were connected. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.